Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock due to atrial fibrillation (af) with rapid ventricular response verses ventricular tachycardia (vt)/ventricular fibrillation (vf). The implantable cardioverter defibrillator (ICD) remains in use. It was noted that the device was functioning as programmed. No further patient complications have been reported as a result of this event.